Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead. The impedance measurements have become variable recently, however no noise was noted. A lead fracture is suspected. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received, an xray is expected to be performed to rule out the suspicion of lead fracture or connection issue. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead. The impedance measurements have become variable recently, however no noise was noted. A lead fracture is suspected. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received, an xray is expected to be performed to rule out the suspicion of lead fracture or connection issue. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. An xray was performed, which showed no evidence of fracture. All provocative maneuvers were performed and no noise or changes of impedances were noted. This rv and ICD will continue to be monitored, and remain in-service. No adverse patient effects were reported. The lead was not returned for analysis; therefore, a technical analysis could not be performed.